Manufacturer narrative:
(B)(4). Date sent: 7/31/2025. D4: batch # 447d64. Investigation summary: according to the information received, the pve35a device reported incomplete staple line and hemostasis intervention during operation. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, the device was disassembled to verify the condition of the internal components and there is damage on the anvil that may potentially indicate cause from a hard object, but the findings are inconclusive on what may have caused the damage or if related to the experience. Without the return of the reload we are not able to establish potential cause of the customer experience currently. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. This report is not intended to deny that you experienced a problem with the device. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon flex vascular 35mm - powered is important to ensure functionality. For more information, please refer to the instructions for use. Device history review: a manufacturing record evaluation was performed for the finished device batch number 447d64, and no non-conformances were identified. Additional information was requested and the following was obtained: during a lobectomy, while on the pulmonary artery, pvs was in the straight position and fired. Blade came back and the cut line started to bleed. The surgeon said that in 4 seconds, the patient had lost 2, 5 blood liters. They converted to an open procedure very quickly. Went to address where the bleed was and an angioplasty was performed. Patient was reanimated and the sterility was compromised. Patient was very weak due blood loss. In the ICU the patient was fighting pneumonia for an estimated time of 5 days. On the vessel it was flat for 2-5 cm and a straight cut line was observed. The surgeon observed no staples and none that were hanging or around. The surgeon is concerned with the experience with the device. Were any staples observed? Staples were present on the specimen side but not on the patient side. Was the device fired before? Yes. Where was the device exactly on the pulmonary artery? Unknown. How is the device cleaned? They state that the device is cleaned appropriately. Any strange noises heard during the firing? No. Were any other devices used during the procedure? No.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2025. Additional information received: background: during a vats lower left lobe, they did the vein then the bronchus then to pa. They dissected the pa and everything was okay. The surgeon did not note any fragility of the tissue and was a standard case. Placed the stapler in and waited 15 seconds prior to firing the device after clamping. Removed stapler and everything was less fine. Hilum had a massive bleed and had to clamp, conversion to thoracotomy, message heart, arrest. Once they had vascular control, they were able to identify the bleed. Vascular stump had a full blow up; no staples were seen. Angioplasty on the stump completed to close it up. Finished procedure and patient did not have any major complications after the procedure. Questions: were staples on the specimen side or patient side? There was staples on specimen side but no staples on patient side. Staples may have been in the field but there was suction so they could have been removed by that. Was there any feedback in hand when the trigger was fully engaged and clicked? No resistance, not really thick and did not feel any different. Usually, they still are able to staple the vascular structure. When pulling the firing trigger were any unusual noises heard? No unusual noise heard.

Manufacturer narrative:
(B)(4) date sent: 7/8/2025 d4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any large or calcified peri vascular lymph modes in the area of the firing? What were the indications for surgery? Lobectomy for left lower lobe what is the surgeon¿s experience with the pvs device? Great experience. About 150 pvs per year since 2017, and used it as a fellow before what is the compressed width and thickness of the vessel? What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Yes did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes were any surgical clips used in the area of the device firing? No what was the total estimated blood loss (ml)? At least 2,5 liters was a transfusion required? Yes what was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? No were there any pre-exiting patient conditions? No any clips, clamps, or graspers near the area where the device was being fired? No please provide a timeline of events. They were using pvs for the second time during the case. It was the last use of it, they were done after that. When they fired, everything went as usual but the bleeding started when the blade was coming back to home position. It was a major bleeding so they had to convert to open right at that moment. They suctioned the blood and repaired the pulmonary artery. Did the patient receive any preoperative chemotherapy or radiation? Can the specific detail be provided on how the device cleaned between firings? The patient did not pass. Patient spent 5 days in ICU and is alive. Device was used for a second time during the case. It was the second activation. The first went well. Routine case, the tissues of the patient were normal. It was a 1 hour case and only 15 minutes was going to remained. No staples, just a straight cut line. Although there was staples on the specimen side. When he fired, there was no tension on the vessel. They had to convert to open in a hurry. The patient coded and they told me he passed for 10 seconds. They were able to reanimate him. In such a hurry to save him, they suspect that the sterility was compromised, the first objective being to reanimate him and stop the bleeding. When he fired, there was no tension on the vessel. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy (left lower lobe) and was using the pvs on the pulmonary artery. When fired, staples were deployed only on one side of the blade, unfortunately on the specimen side only. The surgeon said that in 4 seconds, the patient had lost 2,5 blood liters and they had to convert in open surgery to stop the bleeding. The surgery was delayed by 30 minutes and completed successfully. They had to a angioplasty and there was a longer recovery time.